Manufacturer narrative:
The psm arm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the arm failed the in-house brake weight drop test. The brake will be replaced. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator (psm) arm failing the in-house weight brake drop test during failure analysis.

Event description:
It was reported prior to starting a da vinci surgical procedure, the patient side manipulator (psm) arm 2 gave a related system error code. The psm was replaced. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported. During internal failure analysis investigation, the patient side manipulator (psm) arm failed the brake weight drop test. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument. Although this failure was found during in-house testing, and had no patient involvement, if this malfunction were to recur during a surgical procedure, it could likely cause or contribute to an adverse event.